Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous high results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 ii assay on a cobas 6000 e 601 module. The erroneous ft3 and ft4 results were reported outside of the laboratory. The physician suspected that the sample contained an interferent which affects the ft3 and ft4 assays. The ft3 value of the sample did not correlate with the patient's clinical symptoms. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The sample resulted with a ft3 value of 26.6 pg/ml (reference range = 2.0 - 4.4 pg/ml) and ft4 value of 2.36 ng/dl (reference range = 0.93 - 1.70 ng/dl). Since the ft3 value was high, the customer requested a new sample collected from the patient. This new sample also had a high ft3 value. No specific data was provided from this sample. No adverse events were alleged to have occurred with the patient. The e 601 analyzer serial number is (B)(4).

Manufacturer narrative:
The complained patient sample was tested on an abbott architect analyzer, resulting with the following values: tsh = 0.23 uiu/ml (reference range = 0.35 - 4.94 uiu/ml), ft4 = 1.64 ng/dl (reference range = 0.70- 1.48 ng/dl), and ft3 = > 20.00 pg/ml (reference range = 1.88-3.18 pg/ml). The ft3 and ft4 values measured with both roche and abbott analyzers were all above each assay's respective reference ranges. The differences in ft3 and ft4 values measured with the roche and abbott assays most likely relates to the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used. A general reagent issue can most likely be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.